Event description:
Four years after crt-d implant (pulse generator bsc n161 sn (B)(4)) the device developed a problem assessing its own battery: unscheduled latitude remote transmission triggered for battery voltage too low for projected remaining capacity. Code 1003. Will contact latitude customer support as soon as they are open (7 am central time) to get specific battery voltage. Last remote in (B)(6) showed greater than 5 years. Md notified of battery status. Contacted tech support for boston scientific for specific battery life and suggested replacement time for patient's device. Tech supported stated device should be changed out in next 28 days and explanted device returned to company. Notified md of above notification. N161.